Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please provide lot number? Qemjdv. The following information was requested but unavailable: procedure date? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent sigmoid colectomy on an unknown date and suture was used. During the procedure, after cutting the suture, the surgeon tried to retrieve the needle, but the needle came off and fell into the abdominal cavity. It was reported that when the surgeon tried to grasp the needle by grasping the suture part with forceps, the needle was not attached and the needle had fallen into the abdominal cavity. The needle was immediately retrieved. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty labeled winding former and a detached needle of product code j311h was received for evaluation; in the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the problem of the needle to come off. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number qemjdv is invalid. Please provide the correct lot number (B)(4). Date sent to the FDA: 3/10/2021. Corrected information: d4 lot number, g1 mfg site.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/6/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the correct lot number: no further information is available. No further information will be provided. (B)(4). Date sent to the FDA: 4/6/2021. Corrected information: d3, corrected information: h6 type of investigation code. Corrected h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty labeled winding former and a detached needle of product code j311h was received for evaluation; in the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was not returned for evaluation to determine the assignable cause. No conclusion could be reached as on what caused the problem of the needle to come off. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.